Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual inspection of the returned fiber identified that the fiber body was broken in two pieces, while the tip and connector showed no defects. The IFU states, carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket or fiber or other particulates, pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. A device history record (DHR) indicates the lot was released meeting all manufacturing specifications, and the product analysis indicated the device had not been used. Therefore, it is likely the break occurred after the device was packaged during manufacturing but prior to use of the device by the complainant.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the fiber was received in two pieces.